Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges he reclined back in his chair and the back allegedly broke off allegedly causing him to fall out of the chair. The bracket is allegedly bent on the left side.